Manufacturer narrative:
Follow-up #1 (07/02/2013)-device evaluation: the test strips involved with this complaint has/have been returned and evaluated by lifescan product analysis with the following findings: the strips passed testing with no faults found; the complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that his onetouch viq meter was reading inaccurately high. The complaint was classified based on additional information obtained by a customer service representative (csr) during a follow-up call. The patient claimed the alleged issue began sometime in (B)(6) 2013, at approximately 6pm. He tested on the subject meter and observed a value of ¿160mg/dl¿ as compared to an ambulance meter of ¿105mg/dl.¿ based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/ or <=30 mg/dl. It is not known what range the patient considers to be normal. The patient manages his diabetes with: humalog mix 25 between 10-12 units in the morning, humalog mix 50 between 10 -12 units in the evening based on his meter results and denied taking any actions regarding his usual diabetes management routine in response to the alleged issue. Per the follow up conversation with the patient the csr noted that the patient contacted the ambulance due to a health complication unrelated to his diabetes; ¿he had chronic bronchitis since (B)(6), coughing, and breathing issues.¿ the patient was not treated by the emergency medical service personnel for an acute complication of diabetes. His blood glucose when tested using the ambulance meter was normal, ¿105mg/dl.¿ the patient was not taken to the hospital and was given 15 days of aerosol which is a device he had to plug in order to breathe through the mouth. No other device was used to test his blood glucose. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, the samples were obtained from the same approved sample site. The subject test strips were unexpired and stored correctly. A control solution test was not performed because the patient did not have any control solution available. Replacement products have been sent to the patient and subject products are pending return for investigation. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury since the patient did not develop symptoms associated with hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because the subject meter did not meet lfs¿ criteria for accuracy.